Manufacturer narrative:
The technician removed the hi/low brake drum assembly, degreased, cleaned and reassembled it to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed drifts down when raised. No injury reported.